Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 12/13/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The patient stated a red bump with pus was noticed when the sensor was removed on the seventh day of use. The reaction was located on the back of the left arm at the sensor insertion site and the bump swelled to the size of a golf ball. On (B)(6) 2017 the patient drove to the hospital due to the skin reaction and swelling. He was diagnosed with cellulitis and prescribed antibiotics. Patient was released the same day. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.